Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, "it was found that too many slope anterior for which revision tibia component. Afterwards it went very well since then. But since ½ years of increasing pain- pet CT loosing ankle arthroplasty." The patient will undergo a revision surgery.